Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, after applying 2 polymer clips, the large hem-o-clip applier instrument would no longer close. Per subsequent follow-up with the reporter, it was clarified that the power transmission to clip was not possible and the instrument stopped working. The reporter indicated that the surgeon did not notice any loose cable on the clip applier. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. When the large hem-o-lok clip applier instrument was placed and driven on an in-house system, the clip did not fully close onto the test tubing. The large hem-o-lok clip applier instrument failed the clip test. The root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by the site that are related to the primary failure were also identified. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. This failure caused the clip test and intuitive motion failures of the instrument. The root cause this failure is attributed to mishandling/misuse. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12/lot# n10210202 0021) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sl0516. The instrument had 40 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.